Event description:
A physician reported that during a flap creation there is a small vertical breakthrough, and an attempted flap elevation was successful, resulting in a flap breakage in the right eye of a patient during refractive surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer was the installation of the device. Field service engineer performed and signed service installation record. System meets specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The energy was stable during the whole day. The reported treatment could be identified in the logfile. The surgeon lost vacuum two twice during the docking process/before the treatment. Suction ring and patient interface were docked trice on patient¿s eye because the surgeon has had difficulties to reach a valid suction 2 value. The treatment of the patient's right eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the tolerable energy settings. The user operated not within the recommended canal settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No complaint-related product is expected to be returned for investigation. No associated service visit for the reported event could be identified. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).